Event description:
The customer reported via phone call that insulin leaked from the reservoir past both o-rings. The customer stated that insulin leaked out into the insulin pump's reservoir compartment. The customer's blood glucose was 344 mg/dl. She stated that she discarded the reservoir. She was unsure of the location of the leak but observed that the barrel had not been cracked. She stated that there were no air bubbles present in the reservoir. She advised that she had been using the insulin pump and manual injections to treat. She was advised to replace the reservoirs and to keep reservoir that were an issue in order to return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.